Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. (B)(4).

Event description:
It was reported that during lead implanting procedure, the guide wire could not be totally inserted into the lead. Physician tried several times and washed it externally but guide wire still could not reach lead's top. Finally physician replaced it with a new one to complete the procedure successfully. No patient complications have been reported as a result of this event.